Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was implanted into the patient's eye and observed that there was a crack on lens. The lens was explanted in the initial procedure. Additional information has been received and stated that there was no patient harm. Additional information has been received, different person loaded the second lens for the doctor the original person that loaded the damaged lens believes she did not push the lens all the way forward in the cartridge. The doctor said the injector overrode the lens at first. The second lens loaded by a different technician was loaded properly and implanted without damage.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for iol (intra ocular lens) delivery, lot unk - injector overrode the lens (in and out); therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).